Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Flexor damage noted during the device evaluation on the 05-dec-2019.

Manufacturer narrative:
This is a cancellation report. This is a cancellation report. The event initially reported under this MDR report has already being captured under report 3001845648-2019-00734. This is a duplicate report.

Event description:
This is a cancellation report. The event initially reported under this MDR report has already being captured under report 3001845648-2019-00734. This is a duplicate report.